Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3389-28, lot# 0211105584, implanted: (B)(6) 2016, product type: lead. Product ID: 3389-28, lot# 0211103522, implanted: (B)(6) 2016, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient died of a lung embolism two days after a phase two deep brain stimulation (dbs) implant. The lung embolism occurred when the patient was in the hospital recovering from the implant procedure. The patient's system remained implanted and out of service. No troubleshooting was done and no interventions were taken. It was unknown if the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.